Manufacturer narrative:
The customer complaint is confirmed. The returned used device, item smi-02ap was evaluated and found the lower jaw is broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the devices shaft. Needle loads into suture passer with no issue noted. Broken lower jaw was not returned for evaluation. The service history was reviewed, and no prior data was found. (B)(4). The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. It is standard medical practice to inspect and/or test all medical equipment prior to use. The IFU also advises the user is of warnings, cautions and techniques including the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or overstressing the instrument which may shorten the life of the instrument. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
On behalf of the customer, the distributor reported issue with the smi-02ap, spectrum autopass suture passer, serial # (B)(4). It was reported that the front part function doesn't work and front part dysfunction. It is not indicated that there was any patient involvement or that the issue occurred during a procedure. The photo submitted with the complaint form appears to show a smi-02ap device with a missing lower jaw. To date, although multiple attempts have been made to gather additional information, no information has been provided. When additional information is provided, reportability of this incident will be reassessed. Due to previous filings for similar issues of broken lower jaw of the device, this report is being raised on the basis of a device malfunction with potential of injury upon reoccurrence.